Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete. Awaiting device evaluation results.

Event description:
It was reported that the blade broke during a total ankle procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that the blade broke during a total ankle procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that that excessive force along with metal contact while cutting could have caused the blade to break. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."